Event description:
The est vent #5 produced a failed test that read check flow sensor. The test passed when it was repeated. The bipap mask was placed on the pt using different settings but the pt was not comfortable. The ventilator was replaced using the same settings and the pt stated he could breath much better. Repeat est testing on vent #5 failed again.